Manufacturer narrative:
(B)(4). Additional devices included in this report: tgt3710/7272557 (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2010, this patient was implanted with two gore&#59412;tag&#59412;thoracic endoprostheses to treat a descending thoracic aortic aneurysm. During the procedure, bypass procedures were also performed from the carotid to carotid arteries, and the left common carotid to left subclavian arteries. A bare metal stent was implanted in the brachicephalic artery, and the origin of the left subclavian artery was embolized during the procedure. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. The diameter of the aneurysm was 66 mm. Subsequent follow-up imagings showed no issues and the aneurysm shrinkage to 53mm. On (B)(6) 2013, three year follow-up imagings revealed that the diameter of the aneurysm enlarged to 59 mm. The physician elected to monitor the patient. On (B)(6) 2013, four year follow-up imaging showed that the aneurysm shrunk to 57mm. On (B)(6) 2014, the patient expired due to lung cancer.